Event description:
It was reported that a patient experienced recurrent nocturnal hypoglycemia while using the ilet bionic pancreas, despite a recent reduction in weight setting and agent-assisted troubleshooting and education. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included temporary interruption of normal daily activities due to symptomatic lows. Investigation included a clinical assessment and user education focused on acute hypoglycemia management and device use. Investigation of this case revealed no device alarms other than a low glucose alert at 68 mg/dl and no identified device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.